Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 105 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer cleared the malfunction alarm and was able to resume insulin delivery.